Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.125¿ in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the instrument has not been returned for evaluation.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument rubber was peeling off near the tip. There was no report of patient involvement.